Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection revealed that the outer coils were fractured approximately 25 cm from the is-1 end. Microscopic evaluation indicated that the fracture was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The reported noise and high impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared due to high out of range impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Noise was noted on the ra lead after the lss occurred. Testing was done in both bipolar and unipolar configurations, noise was present in bipolar sensing. Boston scientific technical services (ts) discussed that the terminal pin of the ra lead may not be fully inserted in the device header. Subsequently, a revision procedure was performed and the ra lead was fractured due to clavicular crush. This ra lead was explanted and replaced. No additional adverse patient effects were reported.